Event description:
It was reported that the mx40 has a message: speaker malfunction inop. There is no audible sound. The device was not in use on a patient at the time of the event. There was no adverse event reported. The device was returned for bench repair. The evaluation indicated that there was no sound for the speaker at start up test.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced no sound and the speaker was defective. The cause of the reported problem was a defective speaker. The reported problem was confirmed. The speaker was replaced. The device was operational after repairs were completed and the device was returned to the customer.